Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after flushing, the catheter got stuck in the dispenser coil and as a result, got stretched. At a later date, a fracture was discovered at the shaft, 10.5 cm from the proximal end of the catheter. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 26 july 2006, stating device was received broken 10.5 cm from the proximal end of the catheter. As received, 11 cm of the inner braid was visible, but not broken at the catheter shaft breakage point. An .0184" mandrel was inserted through the proximal end and got stuck 10 cm from the proximal end due to damage to the inner braid. The mandrel was inserted from the distal end and got stuck 106 cm from the distal end due to the presence of a kink in the catheter shaft. Two large kinks were evident 0.5 cm and 1 cm from the breakage point. The unit passed dimensional inspection. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident. Friction inside the dispenser coil when the physician tried to remove the catheter, probably caused the coating damage. There are no other complaints for this batch of devices. Similar complaints have been received and are being reviewed by the complaints review board. Three attempts were made to gather further information regarding the complaint, however, no response was received. If a response is received, which impacts the results of the investigation, the complaint will be reopened. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline to activate the hydrophyllic coating. A corrective and preventative action report was initiated on 10 october 2005 (CAPA c0545), to document and track all elements of this investigation.